Event description:
On (B)(6) 2014, it was reported that a female worker was found slumped over her desk (estimated time down 5 minutes) and a CPR trained co-worker started CPR and deployed an AED. The CPR trained co-worker reported that the AED did not shock the pt, but thought it should have. It was also reported that emts then arrived, gave the pt drugs, defibrillated her and got a pulse. The pt was reported to be in the hospital alive, but the long term prognosis is unclear. As limited information is available, this event is being filed.

Manufacturer narrative:
Although requested, the AED's electronic history has not been provided and no additional information is known about the AED or the event. The investigation is currently in-process and no conclusions have been made at this time. Based on the outcome of the investigation, should additional relevant information become available, a follow-up report will be submitted.